Event description:
It was reported that the patient presented for implant procedure. During the procedure, the patient experienced discomfort due to muscle stimulation. The lead was not used and replaced. The patient was in stable condition.